Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspect the system onsite and confirm that the geometry movements were not available. Review of system log file showed that there was a failure in ipc communication timeout and sid was unknown. Upon troubleshooting, fse checked ipc and found there was failure in bootup. To resolve this issue, fse replaced geo ipc. The defective geo ipc was returned to philips for further analysis. The analysis of geo ipc showed that cmos battery was missing, and the ram was in wrong dimm slot. After replacement of geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the geometry ipc which returned the device to use in good working order.